Event description:
It was reported, by the patient, that she underwent a gynecological procedure in (B)(6) 2011 and mesh was implanted. The patient states that the device has not cured her initial bowel problems and now she has a large rectocele. Additional information was not provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.